Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on 15-mar-2024. The event occurred 3 or more hours after insertion. The infusion set was in use for less than 3 days.the insertion site was at upper buttocks. The patient replaced infusion set and resumed insulin deliverie successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.